Manufacturer narrative:
(B)(4). Brief description of complaint: from the start of the case, the surgeon could not advance the corecath device down the scope. A second scope was tried with no resolution. It was also reported while trying to advance the device, a piece of the blue marker flaked off and fell into the patient's lung. Investigation conclusion: the reported issue was confirmed. The blue depth marker material is damaged, flaked and peeled, which confirms the customers reported complaint. However, it cannot be determined how or when the blue band material was damaged. Although the exact equipment referenced in the event description was not available for testing within the laboratory environment, it is probable that some resistance was met during device insertion into the scope due to diameter constraints. There is only ~ 0.1 mm of difference between the diameter sizes of the customer¿s scope and the corecath device. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy case, the surgeon could not advance the corecath device down the scope. It was reported while trying to advance the device, a piece of the blue marker flaked off and fell into the patient's lung. The piece of the marker remained in the patient. There was no adverse effect reported.